Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that he had issues pressing the buttons on the insulin pump. The insulin pump had a blank display and the buttons were unresponsive. When he changed the insulin pump's battery, the insulin pump alarmed battery out limit. The contacts on the battery cap were damaged and the spring was flattened. The customer was having issued with the transmitter and sensor. The insulin pump alarmed lost sensor. Customer's blood glucose level was not reported. The device was not returned.